Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was successfully used for treatment of 85% stenosed, approximately 270 degrees calcified mid left anterior descending artery (lad) through radial artery access with no issues during the procedure. Once the oad was outside the body and the pump was turned off, it was noticed the crown was loose/ free sliding at the end of the viperwire. It is believed the oad crown was pulled to the end of the viperwire and collided with the radiopaque section while the oad was being put aside at the end of the bed. However, it was noted it felt like the crown snagged on something while removing the oad on glideassist. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was successfully used for treatment of 85% stenosed, approximately 270 degrees calcified mid left anterior descending artery (lad) through radial artery access with no issues during the procedure. Once the oad was outside the body and the pump was turned off, it was noticed the crown was loose/ free sliding at the end of the viperwire. It is believed the oad crown was pulled to the end of the viperwire and collided with the radiopaque section while the oad was being put aside at the end of the bed. However, it was noted it felt like the crown snagged on something while removing the oad on glideassist. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: according to the physician, the crown did not snag on something in vivo and was suspected of becoming loose in vivo.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported driveshaft material separation and difficult to remove appear to be related to operational context. In this case, it is possible that the driveshaft material separation and difficult to remove are due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, d4, d9, g3, g6, h2, h6 [(code 2915 removed), (codes 4118, 3233, and 11 no longer apply)].